Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were getting really bad shocks or vibrational sensations. Patient said they changed the therapy down and then a couple of days later they changed to a different program and still they were super shocked to the point where they were waking up in the middle of the night. Patient mentioned that they had to change the program every 6-7 days since surgery because they can tell when it's not working. Patient was currently on program 4 at 0.5 and said the shocking was constant. Patient asked if they should keep lowering the voltage or turn the device off. Reviewed therapy information and general programming guidance. The patient was redirected to their healthcare provider (hcp) to further address the issue.